Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported by a field service representative (fsr) that "during preventative maintenance (pm), it was found that there is a small helium leak. As a result, the pcs was replaced". No patient involvement reported.

Manufacturer narrative:
(B)(4). The reported complaint of slow helium leak is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.

Event description:
It was reported by a field service representative (fsr) that "during preventative maintenance (pm), it was found that there is a small helium leak. As a result, the pcs was replaced". No patient involvement reported.